Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed continuing alarming or error message - release key or remove tower during self-test.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed, and no events related to the current complaint were identified. No service history was recorded within the past 12 months. Visual inspection revealed that the dso seal was partially lifting. Functional testing showed that the keypad was not functioning. The complainant¿s allegation was confirmed. The keypad and dso seal were replaced. The probable cause was determined to be a defective keypad. The device passed all functional testing after repair.